Manufacturer narrative:
Continuation of medical devices: ddbb1d1 ICD implanted (B)(6) 2014.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, elevated sensing integrity counter (sic), and high rate non-sustained episodes. No intervention occurred and the lead remains in use. No patient complications have been reported as a result of this event.